Event description:
It was reported that the lead dislodged. The patient's anatomy required an active fixation lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.